Manufacturer narrative:
The dhea-s reagent lot number was 463354 with an expiration date of 31-jul-2021. The customer's calibration and qc results were ok. There was no indication for a performance issue of reagent or instrument. The customer performed a visual inspection of the patient's sample and no fibrin or clots were observed. The investigation found the sample clotting time was insufficient according to the tube manufacturer's recommendations. The customer's system alarm trace was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The field service engineer did not discover any abnormalities. He verified calibration and qc were ok. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys dhea-s results for one patient tested on an cobas e 411 immunoassay analyzer. The patient's initial dhea-s result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial dhea-s result was 0.10 ug/dl, and the patient's repeat result was 89.9 ug/dl. The dhea-s reagent lot number was 463354 with an expiration date requested but not provided.